Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing broke at site connector prior to insertion. At the time of the incident, his specific blood glucose level was unknown but was estimated as 270 mg/dl. Moreover, they replaced the infusion set and resumed insulin successfully. No further information available.